Event description:
It was reported that during a da vinci-assisted general surgical procedure, intuitive surgical inc. (Isi) representative reported to technical service engineer (tse) an issue with the integrated electro surgical generator unit (iesu). The representative stated the staff power cycled the iesu unit and replaced the grounding pad but the issue remained. Tse reviewed the logs and confirmed the issue. The representative stated staff elected to bypass the iesu and used the force triad instead for energy. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with the force triad bypass method.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure (m-02-3 error on start-up) was confirmed and reproduced on iesu connected to system. Logs (25913 m-02 error 2/25/2025 and 3/01/202 confirming the fault occurred in the field. Visual inspection:( the unit has no significant scratches or dents. The front bezel is in decent condition.) (M-02-3 errors occurred on start-up) iesu unit that was placed on a system and was run in normal mode. (Module timeout) found be the root cause of the reported event. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to electrical defect of the iesu.